Event description:
It was reported that a pt underwent a total pelvic floor repair procedure on an unk date. Post-operatively, the incontinence worsened. It was indicated that bulking therapy was planned for 2008. Currently, the pt is still incontinent and an operation is planned.

Manufacturer narrative:
Worsened incontinence - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.